Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing surgery for treatment of an amorphous, unruptured, c6 segment, internal carotid artery aneurysm with a max diameter of 6.8 mm and a 4.1 mm neck diameter. The landing zone was 3.8 mm distally and 4.7 mm proximally. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed that the vessel was patent, with no significant stenosis or rupture. It was reported that during aneurysm treatment with pipeline flow-diverting stent, the tip end of the stent failed to open. Multiple attempts were made to recapture and redeploy the stent, but it still could not be opened. After another set of the system was used instead, the procedure was completed successfully. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a navien 6f-115 guide catheter and a phenom 27 microcatheter.